Event description:
Home pt (hp) reports pin hole leak in pt line tubing of homechoice set during treatment. Exact location of leak was not noted by hp. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per hp.